Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the device's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue. During the evaluation, an error code relating to the internal battery charge was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.